Manufacturer narrative:
The reported events were high pacing impedance and operation issue. A partial lead was returned in two pieces. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths at the distal portion consistent with procedural damage. The impedance test was not performed due to the condition of the lead, as received. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that the right ventricular (rv) lead was initially scheduled for explant, but the physician was unable to successfully remove the rv lead after a prolonged procedure. Consequently, the rv lead was capped.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited high pacing impedance, which was noted by the device clinic for over a year. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.